Event description:
It was reported that, the pt has had pain going down her leg for a pretty long period of time. The pt went to the surgeon a few months ago complaining of more severe pain. The x-rays showed no issues with implants. The pt cannot stand for any length of time without significant pain. If her weight is shifted on her right side she experiences pain. Walking anything besides short distances causes pain and limping. She received a letter regarding the recall from her surgeon. She has left a message for her surgeon trying to schedule an appointment. She would like to know how stryker will compensate her for any additional costs due to these implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.